Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular tachycardia (vt) ablation the left ventricular (lv) lead developed slack and prolapsed into the right ventricle. It was noted that the lead did not dislodge. The pocket opened and the slack was removed. The lv lead remains in use. No patient complications have been reported as a result of this event.